Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's stimulation is intermittently turning on/off and her stimulation is pulsing and painful. Follow up information identified the pt had suffered a fall and lead diagnostics showed high impedances. Surgical intervention is pending to address the issue.